Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced secondary not flowing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. A review of the event history log found no evidence to support the reported issue of 'secondary will not flow'. The device was inspected and sent for flow testing. Flow accuracy results were 1.7825% when tested at 40ml/hr for 60 minutes and -0.8488% when tested at 125ml/hr for 60 minutes. Both accuracy values are within specification. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.